Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Event description:
Additional information: the patient's attorney alleged that the plaintiff experienced unspecified injuries on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event, MFR #1225714-2013-02497 and 1225714-2013-02498.

Event description:
Additional information received noted the patient experienced injuries during hemodialysis, including alkalosis and cardiac arrhythmias.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate product. Associated MDR #1225714-2013-02498.